Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the driver would not grip the screw when attempting to tighten. The representative noted wear on the driver. The surgeon switched to another driver and completed the procedure. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.